Event description:
Customer reported the keypad on the insulin pump was not working. Customer's blood glucose was 150 mg/dl. Customer was attempting to bolus and buttons wouldn't respond. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. Displaced test was not performed due to unlocked connector. The device had cracked case at display window corners, cracked reservoir tube lip, and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.